Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3 x 37mm, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with a 2.5 x 15mm non-bsc balloon catheter, leaving 60% residual stenosis. A 3.00 x 38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a deformed cell was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status as stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3x37mm, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter, leaving 60% residual stenosis. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a deformed cell was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status as stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 3.00x38mm, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.